Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea.') In an adult female patient who had essure (batch no. A60610-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, cystocele, stress urinary incontinence, cystoscopy and endometrial ablation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rectocele ("rectocele") and endometriosis ("endometriosis"). The patient was treated with surgery (da vinci-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rectocele and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and rectocele to be related to essure. The reporter commented: right: three external coils were visualized in the cavity no trailing coils on the patient's left side concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: dysmenorrhea, rectocele and endometriosis. The reported lot number : a60610 is not valid. Most recent follow-up information incorporated above includes: on 24-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea.') In an adult female patient who had essure (batch no. A60610) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst, cystocele, stress urinary incontinence, cystoscopy and endometrial ablation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rectocele ("rectocele") and endometriosis ("endometriosis"). The patient was treated with surgery (da vinci-assisted laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, rectocele and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, endometriosis and rectocele to be related to essure. The reporter commented: right: three external coils were visualized in the cavity no trailing coiis on the patient's left side concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: dysmenorrhea, rectocele and endometriosis most recent follow-up information incorporated above includes: on 4-may-2021: mr received: " previously reported event medical device removal replaced with dysmenorrhea." Event rectocele and endometriosis were added. Reporter, lot number, medical history, essure removal date and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: case category was consider valid due to previously reported event injury nos was replaced by medical device removal was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.